Event description:
It was reported patient had manipulation under anesthesia due to stiffness, wound dehiscence and limited flexion in knee two months post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: persona femur cemented posterior stabilized (ps) catalog # 42500606002 lot # 65130951. Persona all poly patella catalog # 42540000035 lot # 6509553. Persona tibia cemented 5 degree stemmed catalog # 42532007102 lot # 65033261. Unknown cement catalog # unknown lot # unknown. Biomet r bone cement catalog # unknown lot # unknown. Unknown cemented stem extension catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2022-00108, 0002648920-2022-00107, 3007963827-2022-00110. Remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. On (B)(6) 2022 a manipulation under anesthesia occurred after initial right tka due to stiffness and limited flexion. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty, a systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.